Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Reportedly the proglide was used in the popliteal artery. It should be noted that indications section of perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left popliteal artery was completed using a proglide device with a 6f sheath after an interventional procedure for chronic total occlusion of the superficial femoral artery. Reportedly, after hemostasis was achieved, the patient had critical limb ischemia of the left leg. An attempt was made to open the artery percutaneously. Bypass surgery was performed under general anesthesia four days later. Hospitalization was extended due to the bypass surgery. The patient is reportedly doing well. No additional information was provided.